Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. No predilatation was performed prior to stenting of the mid lad with one xience v stent. No procedural complications were reported. In 2009, the pt expired. No additional event or pt information is available.